Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8338556. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needles clog during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 8338556. It was reported that needle clogs during injection. Issue: consumer reported nano does not work he uses the victoza screws needle properly on it. Every 3rd needle does not work it stops half way or quarter of the way. Then he has to use another one. Every 1 of 4, does not work. Sample-discarded. Incident date: unknown. Occurence: unknown. He uses the new needle each time of his injection. He does not visually test the needle to see if it is straight. Advised consumer to visually test the needle. He firmly attaches the pen needle. He rotate the injection site. He does not typically do the priming. Advised consumer to save the sample if re occurs, offered to send the voucher.